Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a defect in the packaging seal resulting in incomplete sterilization of the contents. This was identified during an initial inspection of received product. The device was not sent to a user facility.